Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified and moderately tortuous. The traveler balloon was advanced to the lesion with some resistance, and during the first inflation to 13 atmospheres, the balloon ruptured. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another traveler was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that during advancement the balloon encountered resistance with the heavily calcified and moderately tortuous anatomy, and likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during inflation at 13 atmospheres. During retraction, the balloon was unable to properly refold resulting in the radial rupture during retraction. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Aware date on the initial 30 day report should have been 12/14/2021.